Event description:
It was reported that 24 hours post op of a sleeve gastrectomy, patient presented with abdominal symptoms, vomiting was admitted and brought back into the or. Staple line was observed to be completely open on the proximal, final cardia firing that included seamguard. So far patient is in recovery in the hospital.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Following additional information has been requested. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could the surgeon provide more detail on the aspect of the anatomy that made in unsafe to oversew the staple line? Was a leak test done in primary procedure? The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.